Manufacturer narrative:
Mfg site eval. Eval on-going.

Event description:
Country of complaint: (B)(6). The thread of the set screw un-soldered during screwing in the of screw (lumbar vertebra 5). The screw had to be replaced; operation time extension was 10 minutes.

Manufacturer narrative:
According to the complaint description, during a spine surgery, the thread of a set screw detached. According to the available information, there were no negative consequences for patient. Two pedicle screws arrived in a decontaminated condition. For one screw (screw a) received, it was noted that the screw was completely detached, the inlay was bent and the thread in the rod connector was damaged. The other screw (screw b) was noted to be complete but had a bent inlay and damage to the rod connector thread. Used test- and analysis- equipment: microscope "keyence- vhx 600 d"; digital-camera "panasonic dmc tz8. Visual inspection of the parts of screw a revealed that the hexagon of the screw head was heavily damaged. The thread of the body was also heavily damaged. The insert of screw a was completely bent out of shape. Inspection of screw b revealed that the insert was bent out of shape, the hexagon of this screw was damaged and the thread in the body was damaged. The manufacturing documents were reviewed and found to be according to specification valid during the time of production. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. The damage of the hexagon of both screws is an indication for an incorrectly applied hex-key. The damaged threads in the body of the screws are a result of tilted application of set screws. This all, in combination with a rod and powerful forces, leads to an error pattern noted on these devices. No corrective or preventive action is required.